Manufacturer narrative:
Updated the evaluation method and the component grid to match parent record.

Manufacturer narrative:
The complaint was escalated for technical complaint investigation and the results indicate that there was no fault found with the device. Alleged failure could not be recreated during failure analysis. Device functioned to supply therapy as expected per design. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available and the testing conducted, there was no fault found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is failing self-test.